Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that the patient experienced a relapse of a previous episode ((B)(6) 2018) of peritonitis on (B)(6) 2018. The previous peritonitis in (B)(6) has been reported separately. This peritonitis was due to the same organism. According to the nurse, the organism was found to be (B)(6) and was caused due to breach in aseptic technique. There was no hospitalization involved. The patient was initially treated with vancomycin and then later treated with cefazolin. Per the nurse, the catheter got stuck in the omentum due to swelling caused by peritonitis. The patient has recovered from peritonitis.

Manufacturer narrative:
Clinical investigation: based on the available information, there is no documentation to show a causal relationship between the peritonitis and the cycler/cycler set. However, there is a temporal relationship between ccpd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis that resulted in hospitalization. The catheter which got stuck in the omentum from abdominal swelling is not a fresenius product. The liberty select cycler and the liberty cycler set were not returned for evaluation. If additional information becomes available, this clinical review will be updated accordingly. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.